Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer visited the site to evaluate the instrument. He performed a double-read bar code test on 107 different samples and observed no errors in sample identification. Sample bar code labels were received from the site and were tested using the quick check 600/800 series bar code verifier. The label symbology is codabar with no check character. The sample labels failed specifications for reflectivity of media. Note that the sample bar code labels are not a beckman coulter inc. Product. Further the original bar code label misread by the analyzer was received and tested in duplicate. The label was read correctly once and misread once. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy.

Event description:
The customer reported that the lh750 hematology analyzer misread the sample bar code label for (B)(6) as (B)(6). The label identification was accompanied by a "no match" message. The bar code label was read correctly upon repeat. There were no erroneous or misidentified test results reported outside the laboratory. There were no reported changes to patient treatment as a result of this event.